Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead exhibited increased thresholds, unstable thresholds and high thresholds. It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) was not appropriately mode switched. The crt-d remains in use.